Event description:
It was reported that while removing a crosslink, the tip of a 3.0mm hex screwdriver broke. It was reported that the tip of the driver was left inside the crosslink and the crosslink had to be removed with a metal cutting burr. The procedure was completed successfully and no patient complications were reported.

Manufacturer narrative:
Additional information: product analysis : it was visually confirmed that approximately ~4 mm of both of the instrument tips have been broken off, consistent with interface during usage. Dimensional inspection of relevant dimension verified conformance to print specification. Material hardness also confirmed to be conforming. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, with the tip just below the fracture surfaces are plastically deformed.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.